Manufacturer narrative:
The product was not returned; however, a picture was provided by the customer for analysis. The provided information was not adequate to determine if the device met specification. The picture showed the surgery site and the tips of the device. The reported condition was not confirmed. Without the product a detailed investigation could not be performed. The file will be closed as unconfirmed at this time. If additional information is obtained, or the product is returned, we will re-open this investigation. The product was not returned and no failure mode was identified. The reported complaint mode will be utilized for trending purposes. No corrective action is required, because no failure mode was identified, since the product was not returned. The provided information was inadequate to determine a root cause. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic hysterectomy, the insulation of the jaw broke off and fell into the patient but the piece was removed. Completed the case with the same device. No patient injury.